Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was new rejecting batteries, and had oily rainbow effect on the screen, discoloration and blotches on the screen. The customer stated that battery life was less then 7 days. Customer stated that insulin pump make grinding noise during rewind and priming was erratic to faster and slower at times. Customer also reported that insulin pump seizures and lost loudness of alarm and screen was loosing brightness. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.